Manufacturer narrative:
The device was received for analysis and a visual inspection was performed with no anomalies observed. Functional testing was performed including telemetry, sensing, pacing, impedance and high voltage (hv) charging tests which all met abbott specifications. The device did not get hot during hv charging. The longevity estimations show the battery voltage was normal based on device usage. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient felt heat at the device site. The patient presented to the clinic for a follow-up and a capacitor maintenance test was performed; heat at the device site observed. The device was explanted and replaced. The patient was stable.